Event description:
The generator underwent product analysis and proper functionality of the generator in its ability to provide appropriate programmed output currents was successfully verified. The device output signal was monitored for more than 24-hrs, while placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. An ¿output current low¿ warning message was seen during product analysis. Diagnostic values indicated that the output current reported low (2.50ma) with the device programmed to 2.75ma. However, the measured output signal amplitude, both prior to and after the monitoring test, demonstrates that the pulse generator is able to deliver the programmed 2.75ma output current despite the warning message of a low output condition. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The battery measured 2.816 volts indicating an ifi=no condition. Other than the noted event of output current low warning message, there were no additional performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The explanted generator was received. Analysis is underway, but has not been completed to-date.

Event description:
It was reported that when a patient¿s device settings were turned up that diagnostics showed the output current was not being delivered. Lead impedance was provided to be within normal limits. Follow-up to the company representative provided that the device had previously been programmed to the requested settings, and was able to deliver the current, but after having been lowered and then raised again, the diagnostics are not showing that the current is being delivered. Diagnostics had been performed with the patient¿s head turned to the left, center, and right and were all within normal limits.

Event description:
Additional information was received indicating the patient has been referred for revision surgery. No known surgery has occurred to-date.

Event description:
Revision surgery occurred (B)(6) 2017. The explant facility does not return devices to the manufacturer.